Event description:
The stimulation suddenly stopped after 2 yrs. When testing the neurostimulator, the battery was ok but the impedances were >4000 ohm. During physical exam, the pt felt stimulation when exercising pressure on the neurostimulator pocket. The physician suspected a failure of the extension connector and decided to replace it. After replacement of the extension, the impedances were normal, and the pt status was good with sufficient pain relief.